Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
(B) (6). It was reported that following a carotid artery stenting treatment procedure, the patient experienced neck discomfort. The 20mm long and 90% stenosed target lesion was located in the right proximal internal carotid artery/segment 7. While using a filterwire ez embolic protection system, the 10x24mm carotid wallstent was deployed in the target lesion, followed by post dilation, resulting in 0% residual stenosis. Within the same day, post procedure, the patient complained that the right side of her neck and face "feels strange", similar to what it felt like when they were dilating the stent during the procedure. It was also described as a toothache-like pain. Per the site, on occasion, the patient will feel a fullness for the first few minutes when positive pressure is applied to the stent. It was the opinion of the physician that this was not a transient ischemic attack (tia). The site reported that the patient had a right cerebral vascular accident (cva) a few years ago and has altered sensation since then. No additional medical treatment was provided for the patient. She was discharged one day later and the event is considered unresolved.